Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device rupture.

Event description:
Patient reported via regulatory agency right side "rupture." Patient additionally reported "rheumatoid arthritis, interstitial cystitis, dry eye, brain fog, fatigue, and breast implant illness." These events are not device related. The device has been explanted.